Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the suture tore during knot advancement. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Event description:
It was reported that a technician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the plunger would not engage, went half way down and got stuck. It would not advance further or retract. The technician parked the foot and removed the device from the patient's anatomy. Another proglide was used to achieve hemostasis. No adverse patient effect was reported. Though requested, no additional information was provided.

Event description:
It was reported that the patient had a 3.0 x 15 mm xience implanted in the mid right coronary artery (rca) on (B)(6) 2008. On (B)(6) 2009, the patient returned with focal in-stent restenosis. Treatment was performed with an unspecified balloon at 20 atmospheres with a good final result. The patient was discharged the next day. No additional information was provided.

Manufacturer narrative:
(B)(4). The facility returned 3 unused/sterile proglide devices from lot# 930396h for evaluation. These sterile devices were returned for the reported complaint of difficulty deploying the plunger, experienced in the incident submitted for this medwatch report. One unused/sterile device was selected for functional testing. The sterile device was functionally tested and deployed in a tortuous path model fixture. The device was deployed without any issues noted. Both cuffs were captured and the suture was successfully retrieved. The device performed according to specification. No manufacturing or quality issues were detected. No non-conforming material report issue was found written against the reported lot number 930396h.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. (B)(4): during processing of this complaint attempts were made to obtain complete event, patient and device information.

Manufacturer narrative:
The lot number was provided. A review of the device history record did not produce any findings relevant to this report. (B)(4).